Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer were experiencing diabetic ketoacidosis. Blood glucose level at the time of the incident was 301 mg/dl. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in this report.

Event description:
The customer was hospitalized for the high blood glucose incident. The customer was at 379 mg/dl at the time of hospitalization. The customer experienced high symptoms such as vomiting. The customer was treated with intravenous insulin and potassium. The customer was using pump auto mode at the time of the incident.